Event description:
Litigation papers allege patient has suffered serious injury, including a persistent burning sensation in the hip. It is also alleged that patient has experienced periodic clicking and popping that began shortly after the hip replacement procedure was performed. Update: (B)(4) 2011 - plaintiff fact sheet was received. The product/lot was updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.